Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Functional testing was precluded due to the observed damage. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged black button. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A process improvement has been initiated implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and device return for evaluation. A supplemental will be sent when new information becomes available. (B)(4).

Event description:
According to the reporter: during a lap gastric bypass, the device dropped 2 needles in patient. Patient discharged in good condition. Additional information has been requested but not yet received.